Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture. No intervention was reported. There were no patient consequences.